Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr device was returned for analysis within a shipping box, and a clear plastic sleeve. Damage location details: the solitaire fr device was returned without its introducer sheath, and the stent was found deployed. No bends or kinks were observed on the pusher. The device¿s marker coil, attachment zone, and proximal marker were found to be in good condition. The stent was found still attached to the pusher. The stent¿s teardrop strut, non-working and working length struts were found to be in good condition. Conclusion: based on the device analysis and the provided information, the reported ¿resistance during delivery¿ could not be confirmed. The returned solitaire fr device showed no defects or abnormalities that would have contributed to the event. Potential causes of resistance include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous saline flush. The customer reported that a continuous saline flush was maintained as indicated in the IFU, eliminating this factor. The rebar-18 catheter used in the event was discarded by customer; therefore, catheter damage could not be assessed. However, it was determined that the rebar-18 catheter is incompatible with solitaire fr-6-30 device. The rebar-18 catheter has a labeled inner diameter (ID) 0.021¿. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. In this event, it is likely that the use of an incompatible catheter and the patient¿s severe vessel tortuosity contributed to the resistance enco untered medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance during delivery in the proximal section of the rebar 18 mi crocatheter. The patient was undergoing surgery for treatment of an ischemic stroke of the right internal carotid artery. Mrs baseline was 4 and procedure was 2. Nihss baseline was 20 and post procedure was 2. The tici score baseline was 0 and 2b post procedure. IV tpa was not contraindicated and there were 2 passes with the device. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 2 hours. It was reported that the operator used the stent for thrombectomy. After positioning the microcatheter (rebar 18), they attempted to deliver the stent but found that it could not be advanced properly. Despite several attempts, the stent could not be delivered due to excessive resistance. The stent was then withdrawn and replaced, and the procedure was completed successfully. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the resistance was not determined. A continuous saline flush was admin istered and maintained as indicated in the IFU.